Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient fell on both knees, xrays showed hip liner had fractured.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain due to a dislodged liner. Date of implant has been provided. The acetabular cup is now being reported to address the dislodged liner. The cup associated with this report was not returned. A complaint database search finds no other reported incidents against the newly provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis. Doi: (B)(6) 2005. Dor: jun 18, 2007 (head & liner). Dor: jun 19, 2012 (cup). Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.